Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2011, inratio 2.6, lab 2.0. (B)(6) 2011, 2.0, 1.5. (B)(6) 2011, 2.2, 1.8. (B)(6) 2011, 2.9, 2.2. Therapeutic range 2.0 - 2.5.

Manufacturer narrative:
Investigation pending.